Event description:
Restenosis guarantee program. It was reported that restenosis occurred, requiring intervention. On (B)(6) 2024, this 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in an abdominal aortogram and left lower extremity arteriogram for recanalization of a left superficial femoral artery (sfa) occlusion. During the procedure, mechanical atherectomy of the left sfa was performed in a proximal to distal fashion. Post angioplasty was performed using a 5mm x150mm balloon catheter. There was significant residual stenosis and dissection in the mid-left sfa; therefore, the mid and distal sfa was treated with this 6x120, 130 cm eluvia drug-eluting vascular stent. The patient tolerated the procedure well and there were no immediate procedural complications. On (B)(6) 2024, greater than 60% residual stenosis of the mid-left sfa was noted. This segment was treated with a 6mmx140mm non-boston scientific stent. Post dilation was performed using a 6mm balloon. The patient tolerated the procedure well and there were no procedural complications.